Event description:
It was reported that the intracavity 3d9-3v transducer lens was punctured, causing the oil inside to leak. The transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. The customer was provided with a replacement transducer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.